Event description:
It was reported that he customer had a high blood glucose level. Customer stated that the pump was not priming. Customer mentioned that the drive support cap was flush. Customer stated that she has not pressed the drive support cap while being connected. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-45588, 3004209178-2015-45596.